Manufacturer narrative:
As reported, about 6 years post-implant of bard/davol kugel patch, the patient experienced hernia recurrence and underwent subsequent surgical intervention for device explant. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence is a known inherent risk of surgery and is listed as a potential complication in the adverse reactions section of the instructions-for-use (IFU). This MDR represents the kugel patch (device 1) implanted in 2009. An additional MDR has been submitted to represent the modified kugel mesh (device 2) implanted in 2015. Note, the date of implant is provided as a best estimate (B)(6) 2009, based on the information provided. Should additional information be provided a supplemental MDR will be submitted. Device evaluated by MFR: not returned - mesh explanted.

Event description:
As reported, during an abdominal wall scar hernia repair procedure in 2009, the patient underwent implant of a bard/davol kugel patch (device 1). As reported, on (B)(6) 2015, the patient underwent repair of a recurrent open ventral incisional hernia during which the kugel patch was removed and a bard/davol modified kugel patch (device 2) was implanted.